Manufacturer narrative:
(B) (4) - final device analysis of the pump revealed no anomaly found; normal device function. There was acceptable alarm function and acceptable final functional flow testing.

Event description:
The pump was replaced to avoid in-vivo battery depletion. There was reported to be no pt injury. The device system was used to deliver baclofen. The return paperwork noted that the family mentioned at some point the pt had an MRI and the "pump didn't turn on for 3 days"; the pt had withdrawal symptoms. The family did not say when this occurred. They also stated they were not sure the alarm worked. Additional info has been requested, a follow-up report will be sent if additional info becomes available.